Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging a calcode issue on the patient's one touch ultra meter. The patient mentioned that due to the alleged issue the patient was unable to test. Approximately 3 days later, the patient developed symptoms of feeling sweaty and weak. The patient denied seeking any medical attention due to the alleged issue. The customer care advocate (cca) walked the patient through changing the code and the alleged issue was resolved over the phone. The product was replaced. The complaint is being ruled out since the patient alleged that due to the alleged issue, the patient was unable to test and later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Follow-up # 1 (06/21/2011)-device evaluation: the lay user/patient's meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. The lay user/ patient also returned test strips; however, testing is not required since the test strips are not involved with the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The 510 (k) k001109. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.